Manufacturer narrative:
The soft cannula was observed to be kinked. It is unknown how or when the kink occurred. Despite the soft cannula being kinked, insulin was able to pass through the fluid path. No other components were observed to be damaged. No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 36 and 48 hours on the leg. As treatment, several boluses were delivered.